Manufacturer narrative:
Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require re-operation. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and/or prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the root cause of this event cannot be conclusively determined with the available information. Since the device is not available to be returned for evaluation, specific findings on the valve cannot be confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional information has been requested. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 25mm pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of one (1) year and 10 months due to severe central aortic insufficiency (ai). No additional information provided.